Event description:
Upon removal of the retrieval forceps grasped, the stent and only the end of the stent came away (end of the stent broke). The stent was subsequently successfully retrieved with a diagmed forceps. Stent inserted (B)(6) 2014 and removed in (B)(6) 2014. No further adverse effects to the pt were reported as occurring.

Manufacturer narrative:
This stent was inserted (B)(6) 2014 and removed in (B)(6) 2014. No specific implant/explant dates were provided. The device involved in this complaint was ot returned to cook ireland for eval. With the info provided a document based investigation was carried out. A possible cause of the stent breaking could be attributed to the method and manner of removal of the zso stent from the pt. Excessive pressure/force could have been applied when the device was removed from the pt. However, as the actual device involved in this complaint was not returned for eval and the conditions of removal cannot be replicated, it is not possible to conclusively state if this is the cause of this complaint. The complaint was confirmed based on customer testimony. As per the information provided, the stent was successfully retrieved with a diagmed forceps. No further adverse effects reported as occuring. There were no zso-7-5 (zimmon biliary stent) devices of lot # c889150 in stock at the time of the complaint investigation. A review of the manufacturing records for (B)(4) revealed no discrepancies that could have contributed to this complaint. Prior to distribution, all zimmon biliary stent devices are subjected to visual inspection to ensure device integrity. The zimmon biliary stent is intended for one time use. This device is used to drain obstructed biliary ducts. According to the instructions for use, the user is instructed to do the following: "visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use." Quality engineering assessed the complaint and the overall risk has been determined to be category low. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.